Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Customer reported that the exeter stem snapped.

Manufacturer narrative:
An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed following review of the provided x-rays. Method & results: device evaluation and results: not performed as no devices were returned for review. Medical records received and evaluation: a review by a clinical consultant noted: "there is no evidence available to suggest that device-related factors might have played a role while the present failure scenario as based upon an adverse mix of several procedure-related and patient-related factors provides a plausible explanation for the failure event of this case consistent with all reported facts and findings. This case is not device-related." Procedure-related factors: - cup malposition in absent anteversion - retained and protruding bone cement into inferior joint space patient-related factors - obesity as secondary factor (bmi = 38). Device-related factors: - none diagnosis: cup malposition in absent anteversion in combination with retained and protruding bone cement into the joint space have contributed to impingement between stem neck and cup rim and/or extruded cement with an overload condition and fatigue accumulation as result with ultimately a fatigue fracture." Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: a review by a clinical consultant concluded: "cup malposition in absent anteversion in combination with retained and protruding bone cement into the joint space have contributed to impingement between stem neck and cup rim and/or extruded cement with an overload condition and fatigue accumulation as result with ultimately a fatigue fracture." No further investigation for this event is possible at this time as no devices were received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
Customer reported that the exeter stem snapped.